Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Impella cp with smartassist system instructions for use for the related event are as follows: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient, of unknown race, in cardiogenic shock was implanted with an impella cp for mechanical circulatory support. It was reported while on impella cp support, the patient experienced bleeding from the impella access site. The physician made the decision to explant the impella and change the sheath for the 14fx25cm abiomed peel away sheath. The peel away sheath valve did not provide hemostasis and the physician chose to insert a 14fx30 cook sheath. The impella was flushed and re-wired and implanted with the repositioning sheath inserted into the cook. The impella was restarted in p2 and the groin was dressed and angle maintained. The groin site began bleeding again, and hemostasis was achieved with a purse string suture. The groin began bleeding again during support and systemic and purge heparin was discontinued, and new sutures were placed. Hemostasis was achieved, and no further bleeding issues were noted.

Manufacturer narrative:
This complaint has been identified as part of a retrospective review. Due to the limited clinical information and lack of available data/product the root cause of this investigation is not determined.